Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-06887. It was reported the patient was involved in a motor vehicle accident within weeks of the drg system implant. The patient then began experiencing ineffective stimulation. X-rays were taken, and the right lead at l5 vertebral level was confirmed to have migrated. The patient continues to feel effective stimulation from the left lead at l5. As a result, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because bilateral leads were implanted at the l5 vertebral level and it is unknown which l5 lead migrated.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2018-06887. Follow up information identified the physician explanted and replaced the patient¿s leads. Postoperatively, effective therapy was restored.